Event description:
Customer reported that the synchron bilirubin calibrator reagent pack leaked. There were no injuries reported.

Manufacturer narrative:
No product was returned for evaluation; accordingly, no conclusion can be drawn. This is one ot two medwatch reports being submitted as the customer reported two separate devices were involved. Reference the below MDR numbers for all associated reports: 2050012-2010-00464, 2050012-2011-07343. This reportable event was identified during a retrospective review of complaints conducted between (B)(4), 2008 and (B)(4), 2010 for additional reportable events.